Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath the patient experienced st segment elevation. The faradrive was used for the transseptal puncture, then before any other devices were inserted into the sheath the st segment elevation was observed. The procedure was paused because "not sure if anesthesia gave the patient anything ([those present] believe they may have)". The st segment elevation resolved without intervention. The procedure was completed using the original devices with no further complications and the patient was not hospitalized beyond the standard of care for the procedure. The physician suspects air might have been introduced despite careful aspiration. The faradrive is not expected to be returned as it was disposed of by the facility.